Event description:
Per the clinic, the patient initially underwent an exploratory surgery on (B)(6) 2025, due to concern of cholesteatoma formation. The findings revealed ossification of oval window along with cholesteatoma formation which was in contact with the electrode array. This further leads to an incidental finding of an extrusion of the electrode lead into the external auditory canal thus leads to device explantation. The patient was re-implanted with another cochlear device within the same explantation procedure on (B)(6) 2025.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to mastoiditis (non-device related). There are no plans to reimplant the patient with a new device as of the date of this report.